Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of (B)(4) units after filling the cartridge with insulin during the load process. The customer added more insulin and was able to complete the load process. It was also reported that the customer observed air bubbles in the tubing which required them to use more insulin than necessary. Customer reported a blood glucose level of 150 (mg/dl) due to the minimum fill issue and delivered a correction bolus via pump to stabilize bg level.